Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 05/13/2015. Device evaluation: the pump has been returned to animas and evaluated on (B)(4) 2015 with the following findings: the battery cap threads were damaged. There were battery compartment cracks observed in the thread area and below the grip pad. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. A test battery cap was used for all testing. Pump reboot events were observed in the black box on 03/24/2015. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.